Manufacturer narrative:
Date of event is an unknown date in 2020. This report is for an unknown plate /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a revision procedure due to a tibial non-union. An anterolateral distal tibia plate was removed, and the patient was revised to a tibial nail. During the procedure, while applying force on the ria 2 bone harvesting kit to obtain bone graft, the pieces that attach the reamer head to the shaft splintered off inside the canal of the tibia and the reamer head came off the assembly. The pieces of metal were not able to be retrieved. Not much bone graft was acquired so a larger reamer head was used. While pulling ria2 assembly out, reamer head gets stuck and plastic shaft snaps. The procedure was successfully completed without a surgical delay. Patient status is unknown. This report is for an unknown 3.5 mm lcp anterolateral distal tibia plate. This is report 1 of 2 for (B)(4) and captures the need for revision surgery. The intraoperative breaking of the reamer head is captured under (B)(4).